Event description:
It was reported via repair work order that the nurse call cable was pulled out of its connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.